Event description:
It was reported that the patient gradually had more and more trouble recharging her device. It was reported that the patient has gained over 50 lbs, so the device may have shifted or gotten too deep for interrogation. The patient is not able to communicate with the ins with the patient programmer or the recharger. It was also reported that the patient did undergo an x-ray and hcp feels that the device may be flipped. The patient underwent a pocket revision. No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.